Event description:
The user of a sysmex xs-1000i s/n (B)(4) and the work area mgmt system middleware s/n (B)(4) reported to a technical integration specialist on (B)(6) 2013 an instance in which critically low rbc, hemoglobin (hgb) and hematocrit (hct) values were not reported to the physician in a timely manner. The pt's condition was such that hospitalization was required immediately. The tech gave the physician a copy of the instrument printout, demonstrating the low values, but did not enter the proper coding in a critical call box in the wam for the results to be accepted by the user's lab info sys. The tech entered the results in wam and then went home for the day without checking the lis pending log. The pt went home and presented at a hospital within the health-care sys two days later. He received a transfusion, but ultimately died.

Manufacturer narrative:
Investigation into this incident shows that both the sysmex xs-1000i analyzer and the wam middleware worked as intended. The critically low results for rbc parameters were accurate and the wam gave a specific operator alert that instructed the user to notify clinical personnel of the values and to check the sample. The user failed to enter the info into the critical call box correctly. The sunquest lis requires any free text comments to be preceded by a semicolon so that the comment will be reported. The user also did not run a pending log before leaving for the day to ensure that the result was posted to the file. The sysmex products were involved, but did not cause the event. This issue is reported because treatment was delayed and the pt ultimately died.